Manufacturer narrative:
Hill-rom technician investigated the alleged incident. No malfunctions were found on the lift or slings. Account alleged the sling bar separated from the lift. The technician stated that the only way he could separate the sling bar was to use the red disconnect lever as per instruction.

Event description:
It was reported to hill-rom that while lifting a patient the strap of the overhead lift lowered on its own and caused patient to fall and brake his tailbone.